Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulse field ablation procedure involving the use of the farawave ablation catheter, during mapping just before ablation, it was noted that the patient experienced ventricular fibrillation. Three electrical cardioversions (shocks) were performed to return to sinus rhythm. The even was considered resolved on the same day.